Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and internal battery were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4)

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and powered down unexpectedly while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.